Event description:
During a bridge preparation on tooth # 18 to 21 the pt was blistered in 4 spots on cheek. The pt was prescribed viscous lidocaine topical anesthetic.

Manufacturer narrative:
The analysis of the handpiece did show that it had a dent in the head which affected the function of the back cap button. Due to the dent the back cap button sticked in which caused unusual inner friction causing the head to heat up. As a second effect of the dent the drive and the intermediate, other parts mounted in the head, received higher pressure than usual which caused a stronger wear process. Out of experience such a dent is the result of a strong hit, e.g. A drop during the reprocessing. The handpiece has not been sent in for check / repair since 4 years. The user instruction required a functional and visual check before each treatment to make sure that the handpiece is running within specification which would be mandatory. (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4).